Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, during valve deployment of a 23mm sapien 3 valve in the aortic position, the balloon of the ultra delivery system burst upon full inflation. As reported, there was no balloon valvuloplasty (bav) performed. The native valve was crossed easily and deployment of the valve was done without issues, however, at full inflation the balloon burst. Despite this, the valve was well implanted with no paravalvular leak (pvl). During retrieval of the ultra delivery system, the burst balloon would not enter the axela sheath. During retrieval attempts, the ultra ds would get ¿caught and jammed¿ at some calcification in the femoral artery. The ultra system was unable to move forward or backwards. Several unsuccessful percutaneous attempts were made to remove the balloon (using a bigger sheath, snare from contralateral side). At this point a rupture in the aortic wall and at the femoral artery was seen. The aortic rupture was treated with a stent graft. A fem-fem bypass was attempted to treat the femoral rupture and remove the balloon. However, the devices were unable to be retrieved and was left inside the patient above the level of the femoral bypass graft. During all these maneuvers, the patient needed CPR for several minutes. Unfortunately, the patient expired post procedure. The devices were not returned for evaluation.

Manufacturer narrative:
The recall number assigned to the event reported in this manufacturer report has been received and documented in section h9 of this report.

Manufacturer narrative:
As per pictures of the device, the wings of the distal tip are flared out and the distal tip is separated. The ultra delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A photograph and cine was provided and the valve was fully expanded, the balloon burst, inflation balloon inverted over distal tip, flared wings on distal shoulder, and distal shoulder assembly separated from delivery system. The delivery system and components are inspected several times throughout the manufacturing process. During final balloon inspection, the balloons are 100% visually and dimensionally inspected. Sample balloons are tested for burst pressure. During balloon final forming, the balloons are 100% visually inspected. The shoulder-to-shoulder distances of the formed balloons were 100% dimensionally inspected using a measuring system. Delivery systems were 100% pressure decay leak tested to ensure that there were no holes or leaks in the inflation of the balloon. During final inspection, the delivery system is 100% inspected by both manufacturing and quality. In addition, product verification (pv) testing is performed on a sampling basis. . Balloon fatigue, burst pressure and bond tensile testing is performed. The samples must have met testing specifications as a requirement for lot release. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance's contributed to the reported events. A device history record (DHR) review is performed and there was no manufacturing issues that contributed to the reported event. A review of complaint history for the edwards ultra delivery system (all models, all sizes) for the past 12 months (march 2018 to february 2019) revealed other complaints with returned devices for the complaint code ¿balloon ¿ burst, ¿delivery system ¿ withdrawal difficulty ¿ through sheath¿, ¿distal tip, nose tip ¿ damaged¿ and ¿distal tip, nose tip ¿ separated¿. A review of complaint history revealed that the occurrence rate did not exceed the february 2019 control limit for all the trend categories. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. The ultra delivery system IFU, device preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the ultra delivery system. The ultra delivery system IFU, device preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the ultra delivery system. The IFU and procedural manual (transfemoral access) includes the following information that is specific to system removal. Completely unflex the delivery system prior to removal, retract the loader and remove the delivery system and the loader from the sheath. If there is difficulty removing the delivery system balloon into the tip of the sheath, push delivery system forward, rotate and attempt removal again. Repeat as necessary. If more resistance is felt when removing the delivery system through the sheath, ensure all residual fluid in balloon is removed after deployment. Maintain wire position in aorta. Perform a supra aortic angiogram to evaluation device performance and coronary patency. Remove all devices when act level is appropriate and close the access site. The procedural training manual includes the following information that is specific to balloon rupture. If delivery system balloon ruptures or leaks during deployment without thv embolization, do not use excessive force, take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position, check for pv leak under echo and if post-dilation is needed, use a new delivery system. In addition, if the balloon ruptures, attempt to visualize the location of the tear either in tee or via angio through the pigtail or catheter/delivery system, when removing the delivery system, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement .be patient and pull gently especially near tear and balloon shoulder transitions. Do note force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occur. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for ¿balloon ¿ burst¿, ¿delivery system ¿ withdrawal difficulty ¿ through sheath¿, ¿distal tip, nose tip ¿ damaged¿, and ¿distal tip, nose tip ¿ separated¿ were confirmed through photographs provided by complaint site. Photographs show the balloon burst, inverted over the distal tip, with flared distal balloon shoulders. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported events. However, based on a review of the DHR, lot history, and complaint history, there was no indication that a manufacturing non-conformance contributed to the reported events. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. Although details of the patient anatomy were not given, it is possible that annular calcification contributed to the complaint event. An in-depth evaluation regarding complaints and clinical data for ¿balloon ¿ burst¿ has been documented in an edwards lifesciences technical summary. In this technical summary, it was found that patient factors, such as annular calcification, can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As reported, ¿while retrieving the ultra delivery system, the circumferential burst balloon would not enter the axela sheath and during retrieval attempts it got caught and jammed at some calcification in the femoral artery.¿ it is possible that the balloon burst resulted in an increase in the balloon profile that could have hindered the delivery system from entering the sheath. Additionally, tortuosity in the femoral artery could have caused the delivery system to be withdrawn at an angle of retrieval that was not coaxial with the sheath tip. It is possible that the distal shoulder and/or balloon caught on the sheath tip. In doing so, it is likely that the delivery system experienced high retrieval forces when attempting to enter the sheath. This is supported by the inverted inflation balloon and flared wings of the distal shoulder. Excessive device manipulation during retrieval could have then have flared the shoulder wings and resulted in the separation of the distal tip. However, based on available information, a definitive root cause was unable to be determined. In this case, available information suggests that patient factors (annular calcification; vessel tortuosity) and/or procedural factors (device manipulation/excessive force as a result of retrieval difficulty with burst balloon) may have contributed to the reported events. However, a definitive root cause was unable to be determined. No labeling or IFU/ training inadequacies were identified. As such, corrective/preventative actions is required at this time. However, a product risk assessment (pra) was previously initiated per management discretion to investigate the balloon burst/withdrawal difficulty issue and its associated risks.

Manufacturer narrative:
The MDR was re-reviewed and the field for type of reportable event was corrected from serious injury to death.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The following field in this report has been corrected: adverse event or product problem.